Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer added insulin and reloaded the cartridge to resolve the issue. Tandem clinical support educated customer regarding cartridge labeling instructions. There was no adverse impact to blood glucose. Customer continued to use the pump for insulin therapy until replacement arrived.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.